Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization due to insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The infusion set has been in use for more tha 72 hours. The blood glucose level was 450 mg/dl and had elevated ketones and the patient was treated with intravenous [IV] and fluids of saline and insulin no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Medical device report (MDR) retraction: the supplement MDR (follow up 01) with manufacturing report number 3003442380-2026-04720 was submitted on 26-apr-2026 for 2581157. Subsequently, it was identified that the investigation findings in additional manufacturer narrative (h11) is not associated with the complaint. Therefore, supplemental MDR (follow up 2) is being submitted with the correct investigation results. Report being retracted: supplement report 01 - MDR 2581157 - MDR 3003442380-2026-04720. Correct report to be considered: supplement report 02 - MDR 2581157 - MDR 3003442380-2026-04720. Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against "lot number" "6014160" and similar malfunction codes: product used off-label or against the contraindications or not according to the instructions for use (IFU). Only use if no actual product malfunction has been reported, misuse. Malfunction code not on list. The review confirmed that lot 6014160 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against "lot number" criteria equal "6014160" and similar malfunction codes: product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported], misuse. Malfunction code not on list. The count of complaints is 1. The complaint number is 2581157. Device history record (DHR) review: the lot 6014160 was manufactured according to work instruction (wi) version 125 and manufactured in the inset line09, on 02/jul/2025 with a total of (B)(4) units. Sub-assembly: gluing tube the sub-assembly: gluing tube of the lot 5f04400 was manufactured according to the form version 04 and manufactured in the itl03, on 25/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5a00927 was manufactured according to the form version 02 and manufactured in the itl03, on 26/jan/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014160 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue were detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against "lot number" "6011166" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The review confirmed that lot 6011166 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against "lot number" criteria equal "6011166" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The count of complaints are 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6011166 was manufactured according to work instruction (wi) version 76 and manufactured in the line 03, on 24/jan/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. No issues were identified that would have contributed to the reported complaint visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Visual tests for the reported malfunction code adhesive patch completely detaches during use- detachment / significant wetness. All test results were within specification as documented in the attached test report - complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011166 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.